Event description:
Initially it was reported by arjohuntleigh rep that the resident fell to the floor during use of a device. The resident was on the seat being moved over the edge of the bath when the seat fell away and dropped about 18 inches to the floor. She was checked medically and appeared to not have sustained any injuries.

Manufacturer narrative:
(B)(4).